Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found on the floor at home and was brought to the intensive care unit at the hospital. Patient was noted to have atrial fibber with fast ventricular response. Device was found in backup vvi mode due battery depletion from 255 hv charges and 113 shocks. Device replacement was recommended. No further information available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was caused by low battery voltage due to excessive hv charging.

Event description:
Additional information received indicated that the device was explanted. The patient was stable post procedure.